Event description:
Customer reported experiencing a low blood glucose event with no known cause, which occurred prior to contacting customer support. Blood glucose level was reported at 50 mg/dl, and customer consumed carbohydrates as a treatment. Customer support advised contacting a healthcare provider to explore possible reasons for the blood glucose fluctuations.